Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 596 mg/dl at the time of incident. Customer indicated that they were in the hospital in (B)(6) 2015 for high blood glucose of 600 mg/dl. Troubleshooting found that the customer disconnected from the pump but the alarm could not be cleared. Customer was advised that the device would be replaced and to return the product for analysis. Customer was advised to contact their doctor and to call back for further assistance if necessary.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the displacement test due to a faulty component on the interface board. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests due to the compromised force sensor system alarm. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.